Event description:
A caller reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged for the customer to receive a replacement pump, as the existing one was confirmed to be under warranty. The customer was advised on backup therapy using syringes and insulin vials, and they received instructions on returning the faulty pump. Additionally, the customer was informed of the need to transfer their pump settings and connect their cgm to the replacement pump, which would come with updated software.